Manufacturer narrative:
SHOULD ADDITIONAL RELEVANT INFORMATION BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT A ONE-LINK NEEDLE-FREE IV CONNECTOR DISCONNECTED FROM A NON-BAXTER DEVICE AFTER CONNECTION. THE DEVICE COULD BE TURNED ANOTHER QUARTER TURN WHEN ATTACHING; HOWEVER, CAN BE DISCONNECTED EASILY. THERE WAS NO PATIENT INVOLVEMENT. NO ADDITIONAL INFORMATION IS AVAILABLE.

Manufacturer narrative:
Additional information was added to H4, H6, and H11.H11: The actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.